Manufacturer narrative:
An ocd field engineer arrived at the customer site and replaced the syringe, returning the instrument to expected operation. The customer performed and accepted qc. A definitive root cause was not determined.

Event description:
The customer reported, that they observed a white powdery buildup on the reagent carousel on the ortho provue analyzer. The customer also indicated, that moisture was dripping from the dump digital syringe. Fluid leak may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.